Manufacturer narrative:
Unit received with blank display and constant vibrating due to corroded pcb1. Unit received with corroded motor home switch and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer¿s blood glucose was 211mg/dl at time of incident. Customer performed troubleshoot but display did not return. Customer advised to discontinue use of pump and revert to back up plan as per hcp¿s instructions. Insulin pump will be return for analysis.